Event description:
It was reported that the epicardial leads had been implanted in a pediatric patient who expired. It was discovered through post mortem examination that the technique used to implant the leads resulted in the leads "strangulating" the heart causing an occlusion of the left anterior descending artery which led to a myocardial infarction. The technique used was not in the implantation manual as a recommended technique for these leads. There were no complaints against the performance of the leads.

Manufacturer narrative:
This correction report is being submitted to accurately reflect the complaint information.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors distorted, all conductors are stretched, the inner insulation was breached cut, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors distorted, the proximal conductor was cut, all conductors are stretched, the inner insulation was breached cut, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. Serial number corrected per international facility records.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.